Event description:
Bruising at injection site [injection site bruising]. Case description: non serious. This case is a spontaneous report from the united states referring to a female pt. The pt's mother reported this case. No past medical history was reported. Concurrent conditions present at the time of the event included attention deficit/hyperactivity disorder, bladder spasm, and vesicoureteric reflux. No allergies were reported. Concomitant medications included oxybutynin chloride, cephalexin, and methylphenidate hydrochloride. The pt received nutropin aq pen with cartridge, (1.4, units not reported, qd, sc) for the indication of growth hormone deficiency. The lot number for nutropin aq was not reported. The first puncture date of the lot number in question was not reported. The pt's prior history of exposure to the lot number in question was not reported. The date of last administration prior to the onset of the event was not specified. It was reported that treatment with nutropin aq was stopped for two weeks. After a follow-up appointment with her physician, treatment with nutropin was resumed. In 2007, the pt developed bruising at injection site (injection site bruising). The reporter noted that no bleeding was associated with the event. The reporter also noted that the pen was "hard for her to depress." Her daughter was bruising with "just about every injection," and that it was "definitely associated with the injections." The pt's mother stated that she had only been injecting nutropin aq into her thighs. No relevant lab tests, treatments for the event, or actions taken with nutropin qa were reported. It was not reported whether the pt continued or discontinued treatment with the lot number in question. It was not reported, whether the pt switched to a different lot number. At the time of this report, the outcome of the event had not been provided. The pt's mother assessed the event injection site bruising as related to nutropin aq pen. No other suspected causes were identified.. Add'l info has been requested. Pharmacovigilance: the event of injection site bruising is non-serious and is unlisted according to the somatropin us package insert. The event may be due to user error with the application of excessive pressure on the pen device.